Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise indicating interference/artifacts causing signal suppression. It was further reported that the r-wave amplitude was diminished and the icm was oversensing t-waves (twos). The icm remains in use. No patient complications have been reported as a result of this event.